Event description:
It was reported that the customer had a no vibrate anomaly on the insulin pump. Customer stated that sometimes the pump vibrates and sometimes it does not. Customer stated that she has to put an alarm on her pump every 2 hours to give herself an injection. Customer stated that the vibrate mode is on and the battery is not low. Customer changed the battery 2 weeks ago. Customer was assisted in performing a self test and the pump did not vibrate during the vibrate test. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Findings: unit had no backlight display due to el panel shorted to lcd metal frame. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.